Manufacturer narrative:
Date of event: the date documented is an estimate, as the actual date of occurrence could not be obtained. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Three attempts have been made to reach out to the customer for additional information, including the availability of product for return, however the customer has been unresponsive.

Event description:
The customer reported an unspecified number of false positive results from different locations when testing with the alere hcg dipstick. No additional information was provided regarding the patients or events. Three attempts have been made to obtain additional details, however the customer has been unresponsive. No adverse events were reported.